Event description:
MRI technician just finished power injecting the patient with contrast. The patient was not holding his breath well so she went into the room to talk with him. He was visibly struggling to breathe and was blue in color. A code was called and the patient died shortly thereafter.